Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The visual inspection showed a severely twisted inner conductor helix near the is-1 connector pin. The analysis showed that over-rotation of the screw mechanism during the operation should be considered as the cause. In addition, deformations were detected at the outer conductor helix, which are probably a result of the explantation process. The analysis did not show any other deviations that could be related to the clinical complaint. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - this lead was discovered dislodged shortly after implant. During a revision procedure the helix would not extend or retract. The lead was explanted and replaced.